Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken barrel clamp, front cover, rear case, top disk holder, left/ right iui connectors & left handle. Performed calibration. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/11/2014 to present date 11/12/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
(B)(4).